Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that a programming error occurred during a fentanyl (10 mcg/ml) infusion where the dose and rate fields were transposed by the user. The infusion was expected to be started at 10 mcg/hr, and was programmed to infuse at 10 ml/hr. The rate was later increased by 10 ml/hr instead 10 mcg/hr. No patient harm occurred as a result of the event. The devices were evaluated by the hospital biomed team and no issues were identified.

Event description:
The customer reported that a programming error occurred during a fentanyl (10 mcg/ml) infusion where the dose and rate fields were transposed by the user. The infusion was expected to be started at 10 mcg/hr, and was programmed to infuse at 10 ml/hr. The rate was later increased by 10 ml/hr instead 10 mcg/hr. No patient harm occurred as a result of the event. The devices were evaluated by the hospital biomed team and no issues were identified.